Event description:
As reported, the basket of a ngage nitinol stone extractor could not be opened, therefore they stopped using it. The procedure was completed by using another new device. No adverse effects were reported to the patient due to the occurrence.

Manufacturer narrative:
Customer name = unknown. Initial reporter occupation = unknown. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Summary of event: as reported, the basket of a ngage nitinol stone extractor could not be opened, therefore they stopped using it. The procedure was completed by using another new device. No adverse effects were reported to the patient due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned complaint device was also conducted. One used ngage nitinol stone extractor was returned in the packaging tray, in open packaging for investigation. The basket sheath was damaged approximately 1.3cm from end of support sheath. The handle did not actuate the basket formation. A document-based investigation evaluation was performed. There was one potential related non-conformance recorded; the affected devices were scrapped. There have been four other reported complaints for this lot number, but there was no indication from the investigation of the devices from the lot that there was a possible issue that affected all the devices from the lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "excessive force could damage device." Based upon the available information and results of the investigation, cook has concluded that excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.